Event description:
Caller reported a malfunction on the pump, identified as malfunction code malf 0. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump, with no recurrence of the malfunction code after the reset. Customer was advised to continue using the pump and to report any future issues.